Event description:
The customer alleged that he performed a control test and received a reading of 255 mg/dl. The normal control range was not provided, but should be around 90-123 mg/dl. No adverse events were alleged. The customer disposed of his bottle of control solution, so further troubleshooting was not possible. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.